Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that inner tubing kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation. .

Event description:
It was reported that the physician extended/retracted the lead helix multiple times and was unable to re-extend the helix after the attempts. A different lead was used. No patient complications have been reported as a result of this event.